Event description:
Caller reported that tandem charging supplies began smoking. There was no reported impact to the customer's blood glucose level. Customer support arranged for the return and replacement of the charging supplies.